Manufacturer narrative:
(B)(4). Devices not received, lot review only. The customer has not alleged a device malfunction but has requested an event log review. The event logs have been received and eval is pending. A follow up report will be submitted with investigation results once eval has been completed.

Event description:
The customer reported that a tacrolimus infusion programmed as a basic infusion to infuse at 1.3 ml/hour was found unexpectedly infusion at 10 ml/hr. This was noticed some time after night shift started at 1900. The customer is requesting event log review from 0700-2300 for all programming, volume infused, alarms, errors, and if guardrails were used. No pt harm or med intervention was reported. Although requested, no additional info was provided.